Manufacturer narrative:
Device evaluated by MFR. Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the system was explanted without the presence of company rep. It was suspected the lead might have migrated. No further info is available at this time.